Manufacturer narrative:
(B)(4). The patient was seen in clinic and no anomalies were noted. The low out of range measurement was suspected due to be due to an electromagnetic interference (emi) source being used at the time the measurement occurred. Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported.